Event description:
The customer reported a false positive result of one patient sample with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the software interpretation was 1+ positive, but the images were clearly negative. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect result was released. The customer did neither return the supposedly defective product for investigational testing nor the patient sample that had caused a false positive test result. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Testing of our quality control laboratory confirmed that the allegedly defective lot of ih-card abo/d(dvi-)+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The cause of the false positive reaction at customers remained currently unknown, but further actions will be initiated to find the root cause.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive result of one patient sample with the anti-a of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that the software interpretation was 1+ positive, but the images were clearly negative. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect result was released. The customer did neither return the supposedly defective product for investigational testing nor the patient sample that had caused a false positive test result. Therefore our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An investigation of the instrument files is still ongoing.